Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd2, g-2.5% therapy. The patient contacted a baxter call center representative and reported the following. On an unreported date in (B)(6) 2012, there was some unknown stuff found in the dianeal pd2 solution bag, the drug was not used. On an unreported date in may, there was leakage on the dianeal pd2 solution bag while the patient was receiving pd therapy. It was not reported whether the drug was stopped. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital and recovered from the event. The consumer stated that the event was probably related.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.